Event description:
Pt reported obtaining a blood glucose result of 272mg/dl, while using the suspect test strips. Pt indicated that she immediately switched to a new strip vial and retested blood glucose with a result of 140mg/dl. No pt injury was reported and no treatment was rec'd. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.